Event description:
A malfunction was reported on the customer's pump. There was no reported impact to the customer's blood glucose level, as the caller declined to answer if it exceeded 500 mg/dl. Technical support arranged for the pump to be replaced and provided the caller with instructions on how to handle the old pump and prepare for the new one, including updating software and returning the defective pump. The customer was advised to contact their healthcare provider for backup insulin therapy and acknowledged all instructions given.